Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during an ent surgery, the healicoil knotless anchor tip broke while tapping into the bone. The procedure was completed with non-significant delay using a back-up device in an additional bone hole. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: updated. H10 h3, h6: part of reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging. The proximal body is still intact and on the device. The distal tip and anchor plug is detached from device and missing. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material specifications found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force and or not following the IFU to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. This case reports the breakage of the healicoil anchor tip and it is unknown if the broken tip was retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported issue cannot be determined. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. No further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an ent surgery, the healicoil knotless anchor tip broke while tapping into the bone. The procedure was completed with non-significant delay using a back-up device in an additional bone hole. No further complications were reported.